Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited elevated capture thresholds, decreased sensing, and decreased impedance. Visual inspection of the lead upon explant showed a possible insulation break under the suture sleeve. The lead was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the right ventricular lead exhibited possible abrasion of the outer insulation likely due to lead to can. It was also noted that the patient had received a shock for ventricular tachycardia which was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.